Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure fluctuated during ablation causing palpitation and compound motor action potential (cmap) confirmation to be neglected and phrenic nerve palsy (pnp) occurred. The case was aborted. Review of x-ray the day after the procedure showed the right diaphragm was elevated but lower than after the procedure. No further patient complications have been reported as a result of this event.